Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level as well as a low bg level. Although requested, the customer declined to provide any additional information and declined assistance from tandem technical support regarding the issues.